Manufacturer narrative:
Results of co's analysis confirmed that guiding catheter had three kinks in shaft. In addition, there was a severe torsional type kink in, excess of 3.5 cm in length, located 38.5 cm distal to base of luer. Quality engineering concluded that catheter had been severely torqued prior to failure. Possible reasons for extreme kinking which was present in investigation could be related to one or a combination of factors place 1) overtorquing, 2)pt anatomy, 3.) Straightening of distal tip during insertion of guiding catheter into sheath. A review of mfg data for this device found no abberencies. Quality engineering has requested that user be in-serviced on appropriate usage, technique and procedure for guide. Qa will condider this MDR closed after comprehensive training is completed.

Event description:
While the guiding catheter was being positioned, considerable resistance was met. Upon examination it was found that the catheter had kinked and reportedly caused an aneurysm in the femoral artery. The pt went to surgery for repair of the aneurysm. The pt was in good condition postoperatively.